Event description:
It was reported that an ilet bionic pancreas user with a dexcom g7 continuous glucose monitor (cgm) experienced three lines on the ilet display with a notification to replace the sensor, and the ilet was not receiving cgm data due to signal loss until the sensor was replaced and paired; the user subsequently connected a new sensor, which entered warmup, and cgm data resumed to the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure between the ilet and the dexcom g7, consistent with an interoperability problem and associated with the antenna and electrical/magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.